Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a low glucose alert on their cgm device, displayed as ¿low¿ without a numerical value. In response, the patient self-administered sugar tablets and a nasal spray, understood to be baqsimi (nasal glucagon). No symptoms or fingerstick blood glucose readings were reported at that time. Despite self-treatment, the cgm reading remained ¿low,¿ prompting the patient¿s wife to contact emergency services. The patient was reportedly sweating profusely. Upon the arrival of paramedics, the cgm still displayed ¿low,¿ while a blood glucose meter reading showed 234 mg/dl. The patient was transported to the emergency room, where both the cgm and blood glucose readings remained consistent: ¿low¿ on the cgm and 234 mg/dl via fingerstick. The patient was treated with intravenous fluids and received 500 mg of tylenol. They recovered and were discharged later that night at approximately 4:00 a.m. At the time of reporting, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken when the emt arrived and in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.